Event description:
The customer reported dirt under the lens during inspection for use involving a colonovideoscope. There was no patient injury reported.

Manufacturer narrative:
E1 - address: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, rust beneath the lenses was identified during the device evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction dirt under the lens was not established and the most probable root cause of the malfunction rust beneath the lenses was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.